Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the phoenix nmic/ID-485 a patient isolate (escherichia coli) had a high mic (false resistant) result. The user verified the final result using kirby bauer. No health impact or consequence reported.